Event description:
It was reported that a bd safetyglide¿ needle had foreign matter on the needle. The following was reported, "material no: 305901 batch no: 8187585. It was reported that small crystals were discovered on the needle. Description from mw report: small crystals were found on needle."

Manufacturer narrative:
Investigation summary: two opened safetyglide packages with shielded needles were received from different products and batches: one from batch #8277950 (p/n 305916) and one from batch #8187585 (p/n 305901). Both samples were visually evaluated. The cannulas of both samples were observed to have 2 to 3 small white particles smaller than level 3 in size outside the fluid path. The particles appear to be small pieces of plastic. Particles of this size outside the fluid path are considered acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. Since the defects observed are within the acceptable limits, no corrective actions are necessary.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle had foreign matter on the needle. The following was reported, "material no: 305901; batch no: 8187585 . It was reported that small crystals were discovered on the needle. Description from mw report small crystals were found on needle.".